Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device had a leakage at the "y" of the tubing on several occasions. The lot number has been changed and the incident disappeared. No patient injury was reported.